Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller reported pt was having issues charging their ins and the issue was ongoing for the last 2 weeks. Caller notified manufacturer representative of the issue and caller left the representative a message. Caller stated it was hard to charge the pt's ins and the pt couldn't lean back in any way or they would be knocked out of the charging process. Caller stated they had limited time with the pt because the pt lived in assisted living. Caller noted it was difficult to charge the pt's ins. During the call caller denied damages on the rtm and controller charging port. Ps walked pt through removing the battery pack and plugging controller into the ac power supply cord; pt confirmed controller powered on. Pt inserted the battery pack and confirmed green light was flashing on the controller. Caller stated that the pt wasn't with them during the time of the call so ps wasn't able to walk the caller through charging the pt's ins. Ps reviewed with pt that we reset the pt's controller and when caller was with the pt then to start a charging session of their ins to see if the charging issue resolved. Ps advised caller to call patient services back if the issue didn't resolve. Caller also inquired if controller shut or powered down or if was always turned on and ps reviewed information. Patient rep stated they could get charging started, but when pt would lean back, charging would go off. Caller said they had pt lay down one time and after some working with the equipment, they finally got the implant to charge. Caller said pt was having a procedure done with dr. Savarese on friday, which was in the same office as pt's managing physician and asked for a rep to meet with the pt at that time. Pss reviewed role of rep and provided nas number for hcp office to call. Patient rep called back stating they called the nas phone number and it brought them to patient services. Caller reported already documented event of the pts implant charging situation and how they have a doctor appointment on friday set.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on august 9, 2022. The rep reported that the pt is suffering from dementia and frequently forgets how to maintain their device. The pts daughters take turns helping to keep the device recharged, and they have the rep's cell number and have been instructed to contact the rep if they have trouble with recharging. The rep hasn't heard from either of them regarding recharging and programming the device. The rep noted that they nor the daughters had difficulty coupling with the ins nor any issues conducting a charging session. As far as the rep is aware, the situation has been resolved. The patient's representative contacted technical services on (B)(6) 2022, and reported that the pt was supposed to have an appointment with the doctor however that appointment was cancelled. They were looking for a way to meet with a rep while they try to set up another appointment. They reported that on (B)(6) 2022, they saw a software problem message with the following data when charging the ins: 1. Intellis 2. 3.6 3. 243 4. Qf_port. The caller didn't have time for further troubleshooting and just wanted to get in touch with the rep. They also reiterated that the pt cannot charge if they lean back, and due to pain the pt is unable to sit in one position to charge. The pt is only able to charge while laying down. Patient services sent another email to reps for further assistance. A rep responded on (B)(6) 2022, and stated they would contact the patient's representative.

Event description:
Additional information was received from a patient representative and a field rep on 08/31/2022. Rep did not get any unexpected software messages. The patient showed them a screen shot of a message, but it looked like a usual message that the device moved out of position. The device recharges pretty easily, however the patient moves when recharging and does not reposition the belt. The patient's daughter reported that the patient does not have anyone living with her as she lives at a assisted living facility but she does not have a aide or any one who can help her manage the device. She states that the patient simply forgets to charge and when she is charging, she forgets to adjust the belt. The daughter said the patient, her mother, simply can not manage the device.

Manufacturer narrative:
Continuation of d10: product ID 97745, serial# unknown, product type programmer, patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B1: correction - no adverse event as an outcome of this event b2: correction - no surgical intervention as an outcome of this event h6: correction - f19 does not apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.